Manufacturer narrative:
The sample was received by an international company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure they were unable to insert the laser probe into the trocar. The surgery was completed using an alternate laser probe with no harm to the patient.